Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 01/06/2022 h6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, h3, d9 h3 evaluation: investigation summary: ten packets of product code w8003t were returned for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the ten packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. Functional test was performed, and the tensile strength result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch it should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did suture pull off from the needle? Not mentioned. Did the suture break? Yes. Did the suture not tied during suturing? Not mentioned. Did the event occur before (pre op) or during the procedure (intra op)? Not pre-op did the needles separate during multiple procedures? If yes, please provide pc number for each of the procedures. Similar issue as (B)(4). Same issue, same customer, other lot procedure name and date? Not provided. What is the patient condition? Unk. It is reported in unit of measure a box (sales unit), do you mean each? They will return the complete box. How many "stitches gets easily loose" during this single procedure? No exact quantity given. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. It was reported that the stitches gets easily loose. It is not known when the issue occurred. No adverse patient consequences were reported. Additional information was requested.